Event description:
Caller reported a cgm error which was identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and walked the caller through the reset process. After the reset, the error did not occur again, and the caller successfully started their sensor session.